Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Air embolism is a known potential complication associated with all patients implanted vads.  Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient expired ten days after lvad implantation. The patient was administered high dose inotropes post-operatively with no effect. The cause of death was multi-organ failure. No further information was provided.

Manufacturer narrative:
Updated: describe event or problem, other relevant history, MFR, name, city, and state, MFR's contact info, report source, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Additional information received states the patient was in critical condition with systemic hypotension, impaired pump function and chronic kidney disease. The procedure itself was without complications, but during the post-operative course there was a high catecholamine, tachyarrhythmias, acute renal failure and acute respiratory distress syndrome. The family requested that no autopsy be performed, so the device will not be returning for evaluation. The patient's medical team does not believe that there is a causal relationship as the pump was working within normal limits at all times. The patient had a CABG operation a few days prior to implantation due to the lv being in bad condition. The patient tolerated the implant procedure well. The medical team does not believe the death to be related to the device as the pump was working without issue and in normal range the entire time. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, the patient's poor cardiac status prior to implantation may have been a factor that contributed to the event. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.